Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a front gasket that fell off. The user completed the procedure with using a backup harmonic ace no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. Root cause attributed to user. Additional findings not related to customer reported complaint: the instrument was found to have blade damage on the upper part. The blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
Refer to h11 for follow-up information.